Event description:
Physio-control is investigating reports of electrocardiogram artifact, possibly caused by diodes cr2 and/or cr6 on the main pcb assembly, which may have adversely affected automated electrocardiogram analysis results, or resulted in delay of therapy.